Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: (B)(6) 2024 , product type lead product ID 977a260 lot# serial# (B)(6) , implanted: (B)(6) 2023, explanted:(B)(6) 2024 . Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 03-nov-2027, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 03-nov-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (patient (pt), manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was implanted with an implantable neurostimulator (ins). The hcp reported that the patient reported they were not getting stimulation in their back. The hcp determined they should do a lead revision and place a paddle lead higher in the spine. The hcp removed the percutaneous leads and replaced them with a paddle lead higher in the spine to provide better coverage. The old leads were discarded. The issue is considered resolved at this time, but the rep reported they would submit and new information that becomes available.

Event description:
Additional information was received. It was reported the healthcare professional (hcp) removed a portion of the catheter that was not patent and added another device. The issue was resolved at the time.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.